Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 417 mg/dl. Customer stated that they got critical pump error was displayed on the pump screen as well as pump error 35. Troubleshooting was performed. Customer also received insulin flow blocked alarm. The product will not be returned for the analysis.